Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the customer had high blood glucose. The blood glucose reading was 570 mg/dl. The customer was treated with a syringe. The caller declined troubleshooting for this issue. The insulin pump was not replaced or returned for analysis.